Manufacturer narrative:
Describe event or problem has been updated exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Patient code changed from 1802 death/expired to 2199 no consequence or impact to patient. Changed patient code from 2682 to 2199 and device code 2682 to 2993 adverse event without identified device or use problem.

Event description:
Subsequent to the initial report, additional information was received. The 2.8 x 19 mm graftmaster covered stent sealed the perforation where it was placed. There was no leak or device issues; however, the perforation was noted to be larger than anticipated. The patient then expired due to underlying disease and multiple complications. The covered stent did not cause or contribute to the patient death. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was to treat a perforation in the distal left anterior descending artery. A 2.8 x 19 mm graftmaster covered stent was implanted; however, it failed to seal the perforation and the patient expired due to multiple complications. No additional information was provided.